Event description:
It was reported an x-ray performed for back pain indicated two or three legs of the filter had fractured from a stainless steel greenfield filter placed between 1984 and 1987. It also revealed one leg had migrated to adipose tissue adjacent to the psoas muscle. No retrieval was attempted. The pt's condition is good and to date no further action has been taken. The filter remains implanted, therefore, no failure analysis will be available. F/u revealed the physician did not believe the pt's back pain was related to the filter fracture. Attempts to gain further info with regards to circumstances about this event were unsuccessful. Therefore, co cannot determine the cause for this event.